Event description:
Tampon customer reorted having treated at a community hosp for rash and abdominal pian during their period allegedly caused by the use of tampons. Hosp reported received on 9/15/2000 states that the diagnosis was urticaria and abdominal pain but does not assign the cause to the use of tampons. Customer said that toxic shock syndrome was ruled out. Hosp report also states that the pt complained of itching and had some vomiting and diarrhea and claims to have no allergies. Add'l hosp report narrative indicates that the rash seems to come and go depending on the location and that the pt has lesions of varying sizes. Pt was extremely itchy. Rash had a raised component to it. Pt had intermittent lower abdominal cramping that became severe at times almost like labor. Vitals were temperature of 97.5, heart rate 70, respiratory rate 18, blood pressure 116/70. Heart rhythm was regular. Chest was clear. Abdominal exam was deferred until after treatment with toradol due to a wave of cramping. Abdomen was soft with minimal low abdominal tenderness. Hemoglobin was 15, white count 11.5 and negative beta. Neurologic exam was nonfocal. Pt had taken benedryl prior to the exam and was instructed to continue treatment with it every four hours. Also, was given a prescription for zantac for stomach acid. Pt was instructed to continue using ibuprofen with the idea of avoiding any narcotic exposure.